Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on an unspecified number of needles. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on an unspecified number of needles. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-may-2025. Investigation summary: bd received one photo and one shelf carton of samples for investigation. The customer's photo displays a device exhibiting blood leakage in the holder. Functional tests were conducted on 10 returned samples, and all samples passed the tests with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during testing. Additionally, similar functional tests were carried out on 10 retained samples, and all samples passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.